Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Regulatory manufacturer report number: 1627487-2020-01736. It was reported the patient underwent surgical intervention for a lead revision on 04 feb 2020, wherein the physician could not remove the leads from the header. When the physician went to pull the leads out of the ipg, the l2 lead got stuck and the distal end was stuck which damaged the lead. Physician attempted to place a port plug in the same port to allow the same ipg to be used, however, the port plug could not be inserted. A new ipg was opened and used to complete the case. The lead at l2 was replaced. Surgical intervention addressed the issue.

Manufacturer narrative:
Correction device code: device code has been updated. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.